Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely depressed carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 1500 instrument. Then, the customer repeated quality controls (qc), which recovered acceptably for the assay. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the reagent mixer and calibrated the assay based on the results the omix tests. Siemens concluded that a mixing issue potentially contributed to the falsely depressed co2 results and was resolved by the replacement of the mixer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that falsely depressed carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 1500 instrument. The erroneous results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista 1500 instrument and recovered higher than the erroneous results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of adverse health consequences due to the falsely depressed co2 results.